Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was explanted and replaced due to high capture thresholds. The device was electively explanted and replaced following the warranty advisory. The patient was asymptomatic and fine before, during, and after the procedure.